Event description:
The customer reported the system failed to expose properly. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable contacts were cleaned and lubricated. The system was then found to be operating as intended.